Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00012. A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. The pressure was changed several times, and the set pressure unintentionally changed from the previously changed setting value. A malfunction of the valve mechanism was suspected and on (B)(6) 2022, was removed and replaced. It is unknown if the patient experienced any signs and symptoms due to product malfunction. It was used with 823072 (serial; (B)(4)).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00012. A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. The pressure was changed several times, and the set pressure unintentionally changed from the previously changed setting value. A malfunction of the valve mechanism was suspected and on (B)(6) 2022, was removed and replaced. It is unknown if the patient experienced any signs and symptoms due to product malfunction. It was used with (B)(4) (serial; (B)(4)).

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 828814 with lot 5148471 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, no defects were noted. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined for the issue reported by the customer as the technician could not confirm any pressure issues with the valve at the time of investigation.